Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email sensor glucose versus blood glucose large differential. Customer's blood glucose level was in the 90 mg/dl range and their sugar glucose was 40 mg/dl. Customer advised they will have their basal rates adjusted with the help of their diabetes clinical manager. Customer advised they will call helpline after work when they arrive at home.